Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a product issue was suspected with the cardiac resynchronization therapy defibrillator (crt-d) battery longevity due to the device being explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.